Manufacturer narrative:
The device was not available for evaluation. Investigation revealed that there was no device malfunction. The reported complaint appears to be an adverse event without a reported device problem. The surgical technique specifies that the collet is to be removed at the conclusion of the procedure. The risk is documented and will continue to be monitored. Cause of the reported issue can be traced to user technique.

Event description:
It was reported that a revision was needed to remove the collet and excess cord from the reflect implant that was not removed during the original surgery, confirmed by post op scans.